Event description:
Surgeon reported that he performed a cmc arthroplasty on a pt and it repeatedly dislocated medially due to laxity of the collateral ligaments. The type of cmc implant used is unk. The surgeon attempted to correct the issue by tightening the collateral ligaments and up sizing the implant, but this was unsuccessful. He also reported that another surgeon treated the pt subsequently. The second surgeon used the abductor pollicus longus (apl) for a lrti arthroplasty. It is unk whether the implant was removed.

Manufacturer narrative:
Limited info has been received for this event. Ascension is awaiting more details about the original surgery and the device(s) involved. A supplemental report will be filed if further info is received.